Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Additionally, it was reported that the o-ring on the cartridge that was to be loaded was missing. The customer removed the o-ring from the pneumatic tap and successfully loaded an additional new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.